Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on 2024.8.20, the nurse routinely maintained the patient's PICC catheter, and found a small amount of oozing from the puncture port during the flushing process. The inbuilt catheter, which was checked under aseptic manipulation, had a fracture, and was removed. And (B)(6) 2024 re-location of the tube. This resulted in the patient's second pcic catheter placement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt catheter in a patient¿s arm. The catheter was observed to be infused with a clear liquid which was then seen to leak from the catheter proximal to the insertion site. Although a leak was observed, no details or distinguishing features of the damage could be seen on the sample in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 2024.8.20, the nurse routinely maintained the patient's PICC catheter and found a small amount of oozing from the puncture port during the flushing process. The inbuilt catheter, which was checked under aseptic manipulation, had a fracture, and was removed. And (B)(6) 2024 re-location of the tube. This resulted in the patient's second pcic catheter placement. No other information provided, at this time.